Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the unit. Unit passed displacement test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 53 alarms was found on 05/07/2025 10:04:43.000 and on 04/29/2025 10:08:44.000. During download review, pump error 53 alarm confirm in (adapt). File ID=(B)(6) line ID=8192. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage on electronic assembly was noted. Per r&d investigation it was determine that pump error 53 was cause by a hardware failure. Isolate to electronic assembly. The following cosmetic damages were noted: scratched case, pillowing keypad overlay and cracked keypad overlay. In conclusion no pump error 53 alarms noted during testing. However, during download history review pump error 53 was confirm. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 53 (software error detected). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned.